Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient passed out and her roommate found her on the ground and called paramedics. Upon their arrival the bg finger stick was 28 mg/dl and the cgm value was 83 mg/dl. Paramedics administered an IV medication which the patient stated contained glucose. She regained consciousness and was transported to the emergency room and her blood glucose gradually improved. She remained under observation and bg monitoring for several hours. Her blood glucose normalized and she was discharged home in good condition. At home the cgm values continued to be 100 points higher than bg finger stick values and the sensor was replaced. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.